Event description:
Inbound call from patient's wife reports cadd legacy pump sn (B)(4) shows error " no disposable pump won't run" new pump sent. No other information provided. Did the reported fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.